Event description:
On 08/02/2000, the international distributor informed the MFR's international representative of the following: during inspection of the product, fine "black" fiber (like clothes fiber) and fine "black" dirt were noted on two (2) of the products. No further details were provided.